Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was in the 50 mg/dl range. The customer did not recall any significant events leading to the hospitalization nor what the perceived cause of the event was. She stated that she had been having high and low blood glucose levels. The low blood glucose reading was 57 mg/dl. She noted that the low blood glucose levels had been ongoing for about 1 week. She did not observe any symptoms of low blood glucose. The most recent blood glucose reading was 153 mg/dl. Upon troubleshooting, it was found that the insulin pump passed the displacement test. The reservoir showed the same amount of insulin as was shown on the status screen. She was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.